Manufacturer narrative:
Investigation summary: one used mz9276 tri-fuse filter extension set was received and tested by our quality team with the customer's complaint of leakage. The set was visually inspected and no abnormalities were found. The set was then primed and infused with saline solution and the leak at the male luer end of filter where tubing is inserted into filter during assembly. The tubing-filter junction was then analyzed under high power digital microscope and there appeared to be a lack of solvent (glue) applied. A light tension pull was then applied to the set and a separation was forced. The tubing was reexamined under microscope and the solvent was found to only be applied to half of the tubing radially. The complaint of leakage has been verified and the root cause is due to improper application of solvent by operator during the assembly of the tubing to filter junction. No additional actions have been taken due to the plant no longer producing this product. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
Sample.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero extension set was leaking the following information was received by the initial reporter with the following verbatim it was reported by the customer that maxzero trifuse with lipid filter and med line leaking at lipid filter.